Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked and residual liquid was observed inside the plastic casing section, outside of the balloon. The issue occurred after the medication was compounded and prepared for administration. The device was filled with 6g cefazolin and 0.9% sodium chloride having a total volume of 180ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between january 2 - 4, 2025. H11: the device was received for evaluation. Visual inspection was performed and fluid was noted inside the housing. Further inspection revealed leak was coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.